Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/23/2015 with the following findings: evaluation revealed a battery compartment crack to the left of the bumper pad from the threads traveling down along the side of the bumper toward the case seal was found. A battery compartment crack at case seal below the bumper was found. Display is dim, fading pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed cracked battery compartment and dim, fading, pink display. This report is made based on results of investigation completed on 10/23/2015.